Event description:
It was reported by the customer that the device would power off by itself and had an error code logged in memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly. However, the reported condition could not be duplicated. Further root cause could not be determined.